Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review did not reveal any previous service events that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was unknown if the patient was hospitalized for the event. The patient underwent a hernia repair surgery as treatment for the event. At the time of this report, the patient was recovering from the event. It was reported that pd therapy was discontinued and was rescheduled to be restarted on an unreported date. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.